Event description:
Customer alleged discrepant, back to back blood glucose results of lo (< 10 mg/dl) and 100 mg/dl when testing was performed within 1 minute on the advantage system. Customer reported taking no action or treatment based on the results. A request was made for the return of the suspect device and replacement product was sent.